Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to the hospital after feeling device therapy. Upon interrogation an alert stated possible output circuit damage and the hvli measured low. The diagnostics showed multiple aborted charges due to the possible output circuit damage. The device and lead were explanted and replaced.